Event description:
At about 4 years 8 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully. The primary was from a competitor and the surgeon revised the competitor to medacta revision components.

Manufacturer narrative:
Batch review performed on 01 june 2023: lot 183190: (B)(4) items manufactured and released on 19-july-2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with another similar reported event during the period of review.